Manufacturer narrative:
During eval of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device was repaired but not returned the customer, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.